Manufacturer narrative:
(B)(4). Batch number ==> r57a00. Investigation summary ==> the analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridge reload present. The reload (b) was received unfired with the pan partially dislodged at right proximal side. The cartridge (c) was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the vats single hole lobectomy, could not fire when severing the bronchus with two ecr60gs. Another device was used to complete the surgery. There were no adverse consequences to the patient.